Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) for hyperglycemia. The patient's blood glucose levels reached 312 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother reported large ketones were also present. The pod was removed and the patient was treated with a manual injection of insulin and intravenous fluids the patient was released after spending 3 hours in the ER, and was able to resume treatment by applying a new pod.